Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified that the device would not operate on ac power. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that integrated circuit u8, pin 5 to pin 6, caused the power supply to charge at 2.59 amps instead of the normal 1.7 amps, overcharging and damaging the battery cells.

Event description:
It was reported that the device would not charge its batteries. There were no reports of patient use associated with the reported failure.